Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a unit displayed error 907, identified as a real time clock error. The date and time could be updated but would revert back to an incorrect setting. It was noted that replacing the coin cell battery may clear the error message in some cases, but not always. Unit did not alarm when error occurred. There was no patient involved.